Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. 20214173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower, vaginal bleeding and low back pain. Concurrent conditions included anxiety, depression, musculoskeletal pain, insomnia, urinary tract infection, amenorrhea, late period, arthralgia, low back pain, edema, abdominal pain and ovarian cyst. Family history included fibromyalgia. Concomitant products included amitriptyline, benzoyl peroxide;clindamycin phosphate (acanya), bupropion, hydrocodone, ibuprofen, lorazepam (ativan), meloxicam, methocarbamol, methocarbamol (robaxin), ondansetron (zofran melt) and pregabalin (lyrica). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital hemorrhage"), menorrhagia ("menorrhagia"), menstruation irregular ("irregular cycle"), migraine ("migraines") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (type of surgery: total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, menorrhagia, menstruation irregular, migraine and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular and migraine to be related to essure. The reporter commented: essure tubal ligation, hysteroscopy, tubal occlusion 1 coil on right, 4 coils on left. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. 20214173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower, vaginal bleeding and low back pain. Concurrent conditions included anxiety, depression, musculoskeletal pain, insomnia, urinary tract infection, amenorrhea, late period, arthralgia, low back pain, edema, abdominal pain and ovarian cyst. Family history included fibromyalgia. Concomitant products included amitriptyline, benzoyl peroxide;clindamycin phosphate (acanya), bupropion, hydrocodone, ibuprofen, lorazepam (ativan), meloxicam, methocarbamol, methocarbamol (robaxin), ondansetron (zofran melt) and pregabalin (lyrica). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital hemorrhage"), menorrhagia ("menorrhagia"), menstruation irregular ("irregular cycle"), migraine ("migraines") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (type of surgery: total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, menorrhagia, menstruation irregular, migraine and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular and migraine to be related to essure. The reporter commented: essure tubal ligation, hysteroscopy, tubal occlusion 1 coil on right, 4 coils on left. Lot number: 20214173 manufacturing date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.